Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker was explanted due to loss of capture and failure to sense. The physician attempted to reposition the lead but was unsuccessful, so a new lead was placed. This pacemaker remains in service with the new lead. No additional adverse patient effects were reported.